Event description:
It was reported via repair work orders that the scale was inaccurate due to the head end load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.